Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member, who supplied additional information regarding the events previously reported. The caller reported that at the time of the possible stroke, the patient also had trouble going to the bathroom. The caller reported that the patient was in the hospital for 2-3 days and then went to a rehab facility. The caller reported that the patient's healthcare provider (hcp) told them that if it was a stroke that the patient experienced, it was a minor stroke. The caller reported that starting (B)(6) 2018, the patient described feeling "drained" or like they were "slowing down." The caller reported that the patient has an appointment with the hcp scheduled for (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from a consumer reporting that the stroke has not yet been ruled out as a "for sure" stroke. The caller reported that while the patient was in rehab, they experienced numbness and tingling on their right side. The caller reported that 3 nights ago, the patient experienced a really bad dizzy spell, and the next day, the patient could hardly walk and their speech was slower than when the stroke-like symptoms began. The caller reported that yesterday, the patient woke up and was fine and their speech was "almost normal." The caller reported that the patient continued to have weakness in their left arm and leg. Caller reported that the patient has an appoint with their hcp scheduled for (B)(6)2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The family member was going to try to synchronize to the ins and was going to contact their hcp regarding the patient's issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient suffered from what their doctors thought was a stroke on (B)(6) 2017. The family member stated the patient ¿felt funny, like her body was disconnected¿. The patient had ¿issues¿ on both sides of their body, their walking was worse than normal, and had weakness on the left side with tingling on the opposite side. The patient tried to blow their nose but ¿it was like they couldn't¿. The patient¿s knee was acting ¿like it was hyperextending¿ and they could not get out of bed and it was ¿like their legs didn't want to work¿. The patient was brought to the emergency room (ER) when the issues started and they were currently in rehabilitation. The family stated that they did not think the patient had a stroke because ¿stroke because stroke victims typically cannot remember the time of occurrence¿ and the patient was able to recall everything. There were no further complications reported or anticipated.